Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient got settings not available in groups b-c and could not adjust therapy. The patient said they had met with a manufacturer representative (rep) on 10-oct and had been reprogrammed. The patient was getting pain in spinal area since yesterday afternoon. The patient successfully adjusted therapy settings in group a on call. Technical services (tss) redirected the patient to their healthcare provider ( hcp) and emailed local reps. Additional information was received from a patient (pt). It was reported that the patient stated that the manufacturer representative (rep) called them and got the controller working again. The patient stated that they turned the current up higher until they could feel sensations. The patient stated that the controller acted like it was stuck, and the high amount of current corrected it. They feel it may not be right now. The patient stated that they thought the issue was resolved at the time, but now they feel like the controller is erratic.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt clarifies their controller being erratic and getting stuck writing "erratic-screens such as; settings not available; cannot provide your desired intensity settings. "Stuck- stopped, locked up, etc. Remove battery will re-set; re-start". Pt was unable to identify any contributing circumstances to the settings not available message/not being able to adjust therapy. Pt reports "in mid october the controller stopped providing current enough to do the job of pain relief." Pt called the manufacturer and a rep had them turn voltage "much higher. Then it worked." Pt reports meeting with a nurse from their doctor's office and a rep to resolve the issue. Pt reports removing the battery [agent understood controller battery] and calling the manufacturer were the actions taken to resolve the issue. Pt reports the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were not feeling any stimulation and the issue began 2 or 3 days ago. During the call patient was on group c with program 1 at 2.0. Patient increased the intensity to 2.3 and still did not feel any stimulation. Patient noted they tried group a earlier today and still didn't feel anything. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient already called their doctor (hcp) this morning and was waiting for a call from (B)(6).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.